Event description:
It was reported that the deep brain stimulation (dbs) patients lead was sub optimally placed wherein causing inadequate stimulation. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively. The explanted lead was disposed of at the hospital and was not returned to bsc.

Event description:
It was reported that the deep brain stimulation (dbs) patients lead was sub optimally placed wherein causing inadequate stimulation. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively. The explanted lead was disposed of at the hospital and was not returned to bsc. Additional information was received providing the correct model and serial number of the right brain lead that was replaced.